Event description:
It was reported that a user elected to discontinue and return the ilet pump after experiencing blood glucose fluctuations and determining the device was not a good fit, despite having completed training and consulting with a healthcare provider. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and no alerts or alarms. The investigation included a customer interview and a review of prior case notes. Investigation of this case revealed no device malfunction reported and no specific component implicated, and the device was not in use at the time of the return request. It was concluded that the cause was unclear.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.